Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, an unknown navitor valve was selected for implant using an unknown flexnav delivery system (ds). During the procedure, the valve was able to be implanted. Mild paravalvular leak (pvl) was observed; the patient was discharged. On an unknown date in (B)(6) 2026, echocardiogram (echo) revealed aortic regurgitation, and the patient was followed clinically by the medical team. On an unknown date in (B)(6) 2026, the patient was readmitted with a worsening clinical presentation of heart failure and deterioration of ventricular function. The patient was also experiencing fatigue and shortness of breath with minimal exertion. Transesophageal echocardiogram (tee) showed moderate pvl, originating from the anterior wall of the perivalvular prosthetic annulus at the 17 o¿clock position. Medication(s) was administered and reported to be at home.